Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there seemed to be some leakage from the balloon of the foley catheter. The one-way valve or balloon port in the catheter could be failing to hold the correct inflation of sterile water in the catheter balloon. It was also reported that there were four instances where the foley catheter was removed in four different patients. 10cc of sterile water inflated in the balloon at the time of placing these catheters. On (B)(6) 2021, patient's catheter deflated and became dislodged on the same day. On (B)(6) 2021, patient's catheter measured an output of 4ml of sterile water when it was removed. Another patient's catheter placed on (B)(6) 2021 measured an output of 7-8ml of sterile water when removed. On (B)(6) 2021, patient's catheter measured an output of 3ml of sterile water when the catheter was removed. As per followup made on (B)(6) 2021, it was reported that the first encounter with this issue was for a catheter that only had 4ml in the balloon after 3 weeks or so. This was a nursing visit where a nurse was observing another nurse (who confirmed 10 cc went into the balloon). Weeks later the nurse that previously observed the last visit goes out for a call and the patient has retention and the catheter isn¿t draining. Once the nurse deflate the balloon and they find that only 4ml were in there. The suprapubic catheter stoma begins ¿gushing¿ urine. The nurse replaced the foley with a new 16fr and the nurse is sure 10 ml are in that balloon. The nurse suspected that the deflated balloon was backing out and the draining aperture was occluded with the patient¿s suprapubic canal, causing the retention and blocking the catheter from draining (information reported from one of our nurses). No holes in the catheter were noted upon inspection and two nurses have also stated they have not noted unusual holes in the catheter (information report from one of our nurses).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter seems have some leakage from the balloon. The one-way valve or balloon port in the catheter could be failing to hold the correct inflation of sterile water in the catheter balloon. It was stated that this occurred in four instances to four different patients when their foley catheter was removed. There was 10cc of sterile water inflated in the balloon at the time of placing these catheters. Also provided measured sterile water outputs when the foleys were removed including a catheter that deflated and became dislodged. On (B)(6) 2021, patient's catheter deflated and became dislodged on this date. Catheter was previously placed at omc, also unsure of lot number for this catheter since it was placed at omc. On (B)(6) 2021, patient's catheter measured an output of 4ml of sterile water when removed. On (B)(6) 2021, patient's catheter measured an output of 7-8ml of sterile water when removed. On (B)(6) 2021 patient's catheter measured an output of 3ml of sterile water when removed.